Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a050103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing had four bands attached and two bands detached. The bands were in good condition. The suture thread was cut, possibly when the device was removed. The teeth and the suture hole of the ligator housing were in good condition. Per media inspection on the provided photos, it showed the bands were placed inside the patient and it was not possible to determine any problems from the photos. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing was in good condition, and there was no evidence of damage that could be associated with the reported event. In addition, the handle was not returned, so it was not possible to identify any problem with it. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that it occurred due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, it was noticed that there were multiple bands deployed at the same time, and the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, it was noticed that there were multiple bands deployed at the same time, and the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code (B)(4) captures the reportable event of bands prematurely deployed. Imdrf device code (B)(4) captures the reportable event of bands unable to deploy.